Event description:
It was reported that a temperature alarm occurred while the pump was charging. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support arranged for a replacement of the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The customer received guidance on how to store the faulty pump and agreed to return it using a pre-paid label.